Event description:
It was reported that an infusion pump was connected to the medial lumen of the catheter placed in the patient's jugular vein; however, it seemed that the medication in the pump had no effect. After a time it looked like the pump gave a bolus and tension dropped far down. The intensivist had doubt about the flow in the medial lumen and as a result switched to the proximal lumen. That went well for some time but after a while the similar effect occurred. This later solved itself. After removal of the cvc, both lumens were flushed with methylene blue but no obstacles were found. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
Qn#: (B)(4).